Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was complaining of a rattling noise. Had them drain the device and verify the noise was no longer present. Stated this was likely because the chiller remained off when the device was empty. Stated they would send a quote for a chiller repair for this device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller component. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was complaining of a rattling noise. Had them drain the device and verify the noise was no longer present. Stated this was likely because the chiller remained off when the device was empty. Stated they would send a quote for a chiller repair for this device.